Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 811.7 mcg/day for intractable spasticity and cerebral palsy. It was reported that an empty pump occurred. The representative had access to the physician programmer and the alarm occurring was empty pump. The patient missed their refill on (B)(6) 2017. The patient came to the clinic on (B)(6) 2017 for a refill and the patient was not hearing the pump alarming. The representative stated she heard the pump critically alarming. The patient was having no withdrawal symptoms. There were no symptoms reported. The event date was asked, but unknown. A dye study was attempted under fluoroscopy, but they were not able to aspirate the catheter, so they did not inject any dye. The pump was filled with saline and a bridge bolus was performed to deliver any potential medication that was left in the catheter. The patient was scheduled for a consultation for a catheter revision and would be managed with oral baclofen until the catheter was revised. There were no further complications reported or anticipated.